Event description:
It was reported while the doctor was implanting screws for a craniotomy closure, two of the screws broke. There was about a 30 min delay in the surgery, due to the screw breaking. The doctor was able to place other screws with no issues.

Manufacturer narrative:
It has not been confirmed that the screw in question is a biomet microfixation screw. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.